Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that his blood glucose reached 400 mg/dl while wearing the pod on his leg for between 4 and 24 hours. He started getting sick and was throwing up. An ambulance was called, as the patient¿s consciousness was altering, and he was taken to the hospital. The pod alarmed, signaling an occlusion, after being in the hospital for about an hour. When the pod was removed, the cannula appeared bent. The patient was diagnosed with diabetic ketoacidosis. Treatment included putting a new pod on the patient and bringing his blood glucose levels down to 170 mg/dl. The patient¿s basal was also increased by 25% for 2 days. The hospital wanted to admit the patient, but released him under the care of his friend.